Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID: setroxs53, competitor implantable pacing lead, implanted: (B)(6) 2008, product ID: linoxsd65, implantable tachy lead, competitor implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed and analysis revealed charge circuit timeout alert. Analysis of the device memory also showed the battery indicator signifying that it is time for device replacement. The analyst commented elective replacement indicator (eri) occurred on (B)(6) 2013, one day after explant. Excessive charge time and charge circuit timeout is observed on (B)(6) 2013 after multiple therapies on (B)(6) 2013.

Event description:
It was reported that the device had reached recommended replacement time (rrt) and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.